Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient developed a rash, redness, inflammation, pimples, blisters, dry skin, drainage, pustules, skin discoloration, and a scar under the sensor patch. The patient had itching and burning sensation and soreness in the area. Prior to sensor insertion the area was prepped with alcohol and skin prep. The reaction was treated with over-the-counter topical castor oil. At the time of the report, the patient confirmed the reaction symptoms subsided after she removed the sensor. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.